Event description:
The subject device was implanted on 8/4/97 during an anterior cervical discectomy and allograft fusion of c5-6 and c6-7 for a diagnosis of right c5-6 disc herniation and central c6-7 disc herniation. On 2/12/99, it was discovered that the device had fractured. On 3/17/99, the device was removed and another device inserted.